Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. As a result, troubleshooting resolved the issue. Therapy was resumed.